Manufacturer narrative:
Conclusion: the complaint is confirmed for the bio-console instrument's critical low battery alarm. The issue was verified during service and resolved by replacing the batteries. During preventative maintenance testing the service technician noted that the overlay membrane and the pcb blind interconnect were damaged. These issues were resolved by replacing the keypad membrane and pcb assy blind interconnect. Trends for issues with this product are reviewed at quarterly quality meetings. Batteries are expected to perform for up to three years from the date of battery manufacture. A review of complaint and service records associated with this instrument found other instances of battery replacement within three years. The batteries did not meet their life cycle requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console 560 instrument, it was reported that instrument gave a critical low battery alarm after the instrument was unplugged for 10 minutes. The instrument was replaced to complete the procedure. There was no reported adverse patient effect. Medtronic received additional information stating that the power-supply and the uninterruptible power supply (ups) functioned as expected. The battery replaced was installed on (B)(6) 2022. The lot number of the battery removed was 13251969. The customer indicated that the battery power lasted a maximum of 10 minutes before they received a ¿critical low battery¿ message. The instrument did not turn off or shutdown during use, the customer was able to plug it back into an outlet before complete battery failure occurred. The issue occurred while they were transporting a patient. The displayed battery charge indicator and battery alarms were working appropriately. A hand crank was not used to maintain flow.

Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. The service technician verified that the power supply was outputting 30.0vdc, the batteries voltage to be above 12.75vdc and proper operation of the uninterruptible power supply (ups) via the hyper-terminal using the 560 base calibration service mode. The service technician ran the instrument in user mode at 2000rpm¿s, and after 12 minutes the instrument displayed a critical low battery. The issue was resolved by replacing the batteries. During preventative maintenance testing the service technician noted that the overlay membrane and the pcb blind interconnect were damaged. These issues were resolved by replacing the keypad membrane, and pcb assy blind interconnect. Preventive maintenance was performed as per specification. The instrument was analyzed by a field service technician within the facility. The instrument did not return to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.